Event description:
Pt admitted after syncopal episode. Pt complained of weakness and tiredness. She was admitted through the ER to the monitored setting. Pt had a prolonged episode of bradycardia and torsade, and required brief CPR. Temporary pacemaker inserted. Pt's old ventricular lead was explanted and a new active ventricular lead was placed.